Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and did not confirmed the reported event.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1011-9050-000 anesthesia gas machine experienced erratic readings and rebreathing issues resulting from a flow sensor with a stuck open diaphragm. The report was received from a single source. The reported event involved a patient. There was no patient information available.